Manufacturer narrative:
Device passed self test and displacement test. Pump error 53 found in the insulin pump history due to software error.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that their insulin pump had software error detected alarm. The customer¿s blood glucose level was unknown. The insulin pump will not be returned for analysis